Manufacturer narrative:
An immucor field service engineer (fse) visited the customer site on 19dec2017 to assess the testing instrument. The echo instrument is performing as expected with the exception of the camera module ability to appropriately identify some true positive results. The immucor technical communication (B)(4) is being used by the lab to visually confirm all negative assay events reported by the echo instrument. The immucor laboratory tested retention product on 20dec2017 which performed as expected. The immucor laboratory also tested a returned blood sample ((B)(6)) on 26dec2017 which yielded positive outcomes.

Event description:
On (B)(6) 2017, a customer site reported an unexpected negative antibody screen and also antibody identification when using capture-r ready-screen (3) and antibody identification strips with a galileo echo instrument, when tested on both (B)(6) 2017 and "(B)(6) 2018."